Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 01/21/2016. The reported event of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Patient reported the left breast as feeling "firm and feel abnormal due to capsular contracture baker grade iii", "severe pain", "device rupture." No treatment or surgical reoperation has occurred, device remains implanted.